Manufacturer narrative:
(B)(4).

Event description:
It was reported that after insertion of the catheter, despite administering heparin, the proximal lumen of the catheter was blocked during a short time of suturing. However, as the distal lumen was available to be used, the catheter was not replaced.

Manufacturer narrative:
(B)(4). The customer returned a used 2-lumen cvc catheter for evaluation. Visual inspection of the catheter revealed a suture was tied on the catheter body. The catheter appeared undamaged and no anomalies were discovered. The length and outer diameter of the catheter body were measured and were found to be within specification. Both the distal and proximal extension lines were flushed with water to functionally test the catheter and both extension lines functioned as expected. A lab inventory 0.032" guide wire was able to pass through the distal extension line with minimal resistance. A device history review was performed and no manufacturing issues were identified. The instructions-for-use (IFU) provided with this product instructs the user to flush each lumen with sterile saline solution, to establish patency and prime lumens prior to catheter insertion. Any blockages related to manufacturing would likely be identified during this step. The IFU also warns to not secure, staple , and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. The customer report of a blocked catheter could not be confirmed through testing of the returned sample. Both catheter extension lines were flushed with water and functioned as expected. The catheter met all other relevant functional, visual and dimensional testing. A device history record was performed on the catheter and no relevant manufacturing issues were identified. Based on the condition of the returned sample, no problem was found with this sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that after insertion of the catheter, despite administering heparin, the proximal lumen of the catheter was blocked during a short time of suturing. However, as the distal lumen was available to be used, the catheter was not replaced.